Event description:
Customer complaint: (recalled product): first ordered for my elderly dad, a few months ago he said he burnt his leg. The pad had burn holes in the material. Could have caused a fire.